Manufacturer narrative:
Additional data: device evaluation: product evaluation found the lens returned dry in the lens container, but there is clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found lens was within specifications. Work order search: no similar complaints were reported for units within the same lot. Conclusion code: review of the file indicates the lens was not implanted in accordance with the dfu requirements because patient has keratoconus. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusion code: review of this file indicates that the lens was not implanted in accordance with the dfu requirements. This lens model is indicated for use in adults 21-45 years of age.(B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -7.50/+6/008 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting and lens rotation. There was a phaco-emulsification (cataract surgery) and iol implantation. After the cataract surgery, the patient got his bcva pre op. On patient's last visit on (B)(6) 2017, the patient's best corrected visual acuity was 20/40.